Event description:
The patient reported that after massive weather the lights on the remote monitor blink even when it's unplugged. A new cord was sent to the patient but this did not resolve issue. A replacement monitor will be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.